Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the 90 degree swivel elbow fitting of the cap piercer was broken. The fse replaced the entire cap piercer assembly and primed the autogloss 20 times to verify the operation. The fse performed cap piercer alignments and ran multiple capped tubes through the system without any other issues. Identification of failure mode: failure mode is broken swivel elbow fitting of the cap piercer assembly pn-255590. The failure mode has a potential to impact sample results. (B)(4).

Event description:
The customer reported a leak while using a unicel dxc 600i synchron access clinical system. The wash solution from the cap piercer was leaking onto the sides of the sample racks in the instrument. The operator wore a lab coat and gloves while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.